Event description:
Healthcare professional (hcp) reports multiple incidents of clotting with the psn 170 dialyzer. Clotting is noted approximately 1.5 to 2 hours into treatment and observed in the arterial drip chamber and fiber bundle. It was reported that the dialyzers are used in an acute care setting where little or no heparin is used. It was reported that if a pt uses heparin, it will be administered prior to treatment in a bolus of 1000 to 2500 units. It was reported that the dialyzers require rinsing with 100 cc of normal saline approximately every 15 minutes and clotting is still noted. In all instances, treatment is stopped and blood is not returned to the pt with an unk amount of blood loss. No injury or medical intervention reported per hcp.